Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed hrm task did not grant motor power in reasonable time. The customer¿s blood glucose value was 285 mg/dl. The customer was assisted with troubleshooting. The customer also reported that they were able to clear the alarms and not able to rewind the insulin pump. The insulin pump will not be returned for analysis.